Event description:
No additional information.

Manufacturer narrative:
Updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 29-oct-2024. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-52859 lot number m22977 was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. A picture of the device was obtained from the customer which shows the distal end of the device separated from the handle. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. This lot number has been depleted from inventory. Root cause: the complaint condition was confirmed based on the photo provided however since the product was not returned a definitive root cause cannot be determined at this time. It should be noted that this is an isolated case. The potential root cause may be due to end user mishandling (excessive pressure applied). Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Harris-kronner uterine manipulator- injector was placed in cervix, balloon was filled with 10cc of air per instructions on package. When md was trying to position the manipulator, there was a loud snap sound, the manipulator broke inside the cervix. After the tubal ligation was completed, md went below and checked on manipulator status. Md pulled out 2 separate pieces. The manipulator had broken into two pieces. Per charge rn, pieces were collected and sent to sterile processing to be cleaned. Packaging was kept with the item. No additional information is available. 1216677-2025-00019 6001 humi 2025-04-0000254